Event description:
Medtronic received a report that the onyx was used under IFU conditions with Medtronic representative present. The patient has a transcaval endoleak repair using the product, targeting the L3 lumbars. The operation was a success. The patient passed away after the operation from sepsis. However the patient had also undergone other surgeries. The patient had also undergone recent spinal surgery. The cause of the infection was unknown. The patient had an infected abdominal stent graft which caused sepsis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.